Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not showing up on the patient profile. A technical support specialist checked through medbank myqlink (mql) and identified that zone 3 was disabled, re enabled zone 3, after which the customer was able to successfully override the medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower medication levofloxacin 250mg tab tablet was not showing up. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.